Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a perforation of the right ventricle during the implant of the leadless implantable pulse generator (ipg). During the deployment of the leadless ipg the tether of the delivery system was unlocked, and fluoroscopy confirmed that the leadless ipg had moved from the initial mid septum position. The patient experienced chest pain, pericardial effusion and cardiac tamponade. Pericardiocentesis was performed, however as the patient did not improve and due to very low arterial pressure a sternotomy to treat the perforation was conducted. Cardiopulmonary resuscitation (CPR) and intubation were performed. The leadless ipg, delivery system and introducer were attempted not used, and replaced with a transvenous ipg with epicardial leads. No further patient complications have been reported as a result of this event.